Event description:
It was reported that the patient experienced inadequate stimulation of the spinal cord stimulator (scs) system leads after having used a neck and back massager. A review of the system found that high impedances were noted on one of the contacts, and lead migration was confirmed. The patient underwent an explant procedure in which the devices were explanted and is doing well post operatively. The devices will not be returned as they were not released by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070746.